Event description:
An mrx therapy pca was returned to the failure analysis lab unsolicited. During testing of the returned therapy pca, the test unit powered up normally but displayed a therapy inop error message. Troubleshooting was unable to determine root cause of this failure. There was no patient involvement.